Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation was not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely reason for the reported failure is user error.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 01/08/2023, an FDA medwatch notification was received via email. A facility representative reported that an ar-12990n scorpion¿ needle misfired and the tip was missing. Radiology called to rule out a retained foreign body. While awaiting an x-ray, the needle tip was found in the scorpion instrument. An x-ray was taken, and radiology read the x-ray and confirmed there was no foreign object in the patient. This occurred during a left arthroscopic repair of knee meniscus meniscal root tear on (B)(6) 2023.